Event description:
The subject device failed during the middle of a therapeutic laparoscopy with salpingectomy procedure. No other device were involved in the event. As reported to olympus, there was no delay in procedure associated with the reported problem. The intended procedure was completed using the same device. No other device were replaced during the procedure.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and additional event related information. Updates to sections b5, h4 and h6. Correction to field h3. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The device evaluation was unable to reproduce the reported problem and an investigation could not determine a conclusive root cause for the reported problem.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. While speaking with olympus technical support via phone, the customer stated they rebooted the system and continued with the procedure. Troubleshooting was performed and the customer was unable to re-create the reported issue while on the phone. Olympus technical support informed the customer the errors they are receiving are related to the footswitch. However, olympus technical support thinks the failure may be due to the generator. The device was sent in for repair. The olympus service center assessed the device and was unable to confirm the reported issue. However, additional findings included: broken left and right handles, 4 mounting feet were missing and multiple scratches on the housing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus, the device had intermittent issues with the device not activating the generator and no output during a therapeutic procedure. No patient harm or injury reported.